Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that there was scratches on display screen that was affecting ability to read the screen, the insulin pump was rejecting new battery, insulin pump was louder during rewind, random unexplained no delivery alarm and buttons were harder to press. The troubleshooting was not mentioned. The product will not be returned for analysis.